Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Event description:
High impedance and increasing thresholds were reported. The leads were explanted and replaced. No patient complications have been reported as a result of this event.